Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.5/1.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shoter length lens due to excessive vault and significant reduction of iridocorneal angles. The problem was resolved. The cause is reported as unknown. Reportedly. "First lens was removed due to high vault and implanted 12.6mm lens. Chamber formed well and patient is extremely happy."

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).